Event description:
It was reported that during a colonoscopy with polypectomy procedure, device damage occurred. The 20 mm rotatable oval snare was being used in the colon when the "plastic covering near the syringe broke". The break occurred at the proximal portion, approximately "6-8 inches up from where the physician holds it". The procedure was completed with another rotatable oval snare. No pt complications occurred. Pt status is satisfactory.